Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber was not ablating the tissue and had black tinge around the rim. The physician attempted lasing for about 10 minutes, but laser was having no effect on tissue. The fiber was exchange with a second fiber and it was reported that the fiber was forward firing. The fiber was exchanged, and the procedure was completed using a third fiber without patient complications.